Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable pacemaker recorded an alert for the device switching to safety mode. The device was recommended to be replaced, however, there is not a scheduled date at this time. The device remains in service. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable pacemaker recorded an alert for the device switching to safety mode. The device was recommended to be replaced, however, there is not a scheduled date at this time. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded an alert for the device switching to safety mode. The device was recommended to be replaced, however, there is not a scheduled date at this time. The device remains in service. The device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this implantable pacemaker recorded an alert for the device switching to safety mode. The device was recommended to be replaced, however, there is not a scheduled date at this time. The device remains in service. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.